Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010. A reservoir was connected to a drain and functioned properly upon first activation. On (B)(6) 2010, the locking plate of the reservoir was too tight to be locked. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.